Event description:
Pt reports experiencing itching at their IV site; no reported redness or signs of infection. Pt states the md recommended restarting zyrtec and they got some relief, but itching still occurs. Rph recommended the pt contact the md, pt voiced understanding. Pt also reports pump malfunction of air in line error. Pt reports multiple priming attempts, cassette change, and changing pumps. Pt reports the error is only occurring on pump serial number (B)(6). No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. IV remodulin pt. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did pharmacy replace product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes; what is the outcome of the event? Resolved.